Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic diagnostic anomaly of transmitting the merlin.net transmitter with the device was observed. Upon device interrogation an alert for elective replacement indicator and end of life indicator was observed. It was suspected that this was from the implant date and recently the patient underwent a heart surgery due to having a heart attack. The alerts could be due to cautery interference. A firmware download was completed successfully and the device was paired successfully with the device. Patient was stable throughout the device check.